Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this cardiac resynchronization therapy defibrillator (crt-d) did not receive appropriate shock therapy for ventricular tachycardia. Review of the device memory also noted the crt-d declared code 1003. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.